Event description:
A physician attempted arteriotomy closure using the starclose device after an unknown procedure. The physician lost resistance and the vessel locator wings collapsed and fired the clip above the vessel into the tissue tract. A vascular surgeon was called and used a kelly clamp to remove the device and the clip which was seen by the naked eye. The tissue was pulled together and the vascular surgeon applied pressure for 10 minutes to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.